Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at the implant procedure. The local area field representative reported the steroid collar was pulled off when this ra lead was pulled back from the introducer. The lead was removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the drug collar remained attached to the lead. Additionally the lead helix was noted to be stretched. Laboratory testing was unable to confirm the drug collar was pulled off, however the damage seen on this lead's tip was consistent with damage noted when a lead has been pulled back through an introducer.